Manufacturer narrative:
The log file review revealed the device displayed a low energy message at the suspect treatment, which was then aborted after 3% treatment progress. The user was informed about an energy issue before the treatment, because there was a respective message given before this treatment. Additionally, another energy related message was displayed at this and the previous treatment. The user manual says, a gas exchange is required, when the v energy value is greater than 98mj. The v value is visible during energy check, which has to be performed before each treatment. The user performed energy check four times before the first treatment of this day and three times before the suspect treatment. At the visit on site the field service engineer (fse) confirmed the error message. After performing a gas exchange the issue was fixed. Additionally, the energy values normalized and the pressure of the laser head remained stable for several hours. The fse found device meets specifications, and no smell of gas was detected. The root cause could not be identified conclusively. A potential cause could be related to a user error during gas exchange. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optician reported at the start of a lasik excimer procedure, the flap was lifted, the laser was armed, and a few shots were fired (only during a fraction of a second) to the patients eye. Reporter indicated although the foot pedal was depressed, the laser did not fire any additional shots. The laser display indicated the procedure was complete; however, energy level was very low. The surgeon put the flap back in place and opted to send the patient home without any further treatment.